Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration/perforation right essure was noted to poke out the uterus'), embedded device ('the right fallopian tube was noted to be open and the essure was noted to be in the myometrium/ essure coil in the myometrium'), dysfunctional uterine bleeding ('dysfunctional uterine bleeding') and device expulsion ('the right fallopian tube was noted to be open and the essure was noted to be in the myometrium/ essure coil in the myometrium') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multi gravida, parity 4 and (B)(6). Concurrent conditions included dysfunctional uterine bleeding, dysmenorrhea, uterine fibroids, gallbladder removal, ovarian cyst and stress urinary incontinence. Concomitant products included ibuprofen (motrin). On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), dysfunctional uterine bleeding (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), genital haemorrhage ("bleeding"), dyspareunia ("dyspareunia"), headache ("chronic headaches"), fatigue ("chronic fatigue") and dysmenorrhoea ("dysmenorrhea"). The patient was treated with surgery (thermochoice ablation and total laparoscopic hysterectomy and cystoscopy.). Essure was removed on (B)(6) 2013. At the time of the report, the uterine perforation, embedded device, dysfunctional uterine bleeding, device expulsion, pelvic pain, genital haemorrhage, dyspareunia, headache, fatigue and dysmenorrhoea outcome was unknown. The reporter considered device expulsion, dysfunctional uterine bleeding, dysmenorrhoea, dyspareunia, embedded device, fatigue, genital haemorrhage, headache, pelvic pain and uterine perforation to be related to essure. The reporter commented: discrepancy noted removal date (B)(6) 2013, (B)(6) 2012. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: the left essure device is appropriately positioned and occlusion on the left is satisfactory. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration/perforation right essure was noted to poke out the uterus'), embedded device ('the right fallopian tube was noted to be open and the essure was noted to be in the myometrium/ essure coil in the myometrium'), dysfunctional uterine bleeding ('dysfunctional uterine bleeding') and device expulsion ('the right fallopian tube was noted to be open and the essure was noted to be in the myometrium/ essure coil in the myometrium') in an adult female patient who had essure (batch no. 852003) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multi gravida, parity 4 and herpes simplex. Concurrent conditions included dysfunctional uterine bleeding, dysmenorrhea, uterine fibroids, gallbladder removal, ovarian cyst and stress urinary incontinence. Concomitant products included ibuprofen (motrin). On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), dysfunctional uterine bleeding (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), genital haemorrhage ("bleeding"), dyspareunia ("dyspareunia"), headache ("chronic headaches"), fatigue ("chronic fatigue") and dysmenorrhoea ("dysmenorrhea"). The patient was treated with surgery (thermochoice ablation and total laparoscopic hysterectomy and cystoscopy.). Essure was removed on (B)(6) 2013. At the time of the report, the uterine perforation, embedded device, dysfunctional uterine bleeding, device expulsion, pelvic pain, genital haemorrhage, dyspareunia, headache, fatigue and dysmenorrhoea outcome was unknown. The reporter considered device expulsion, dysfunctional uterine bleeding, dysmenorrhoea, dyspareunia, embedded device, fatigue, genital haemorrhage, headache, pelvic pain and uterine perforation to be related to essure. The reporter commented: discrepancy noted removal date :- (B)(6) 2013, (B)(6) 2012, (B)(6) 2011. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: the left essure device is appropriately positioned and occlusion on the left is satisfactory. FDA device problem code: 4003 /imdrf code:a010402. FDA device problem code: 2933 / imdrf code a010401. Most recent follow-up information incorporated above includes: on 1-jul-2020: mr received: lot number was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration/perforation right essure was noted to poke out the uterus'), embedded device ('the right fallopian tube was noted to be open and the essure was noted to be in the myometrium/ essure coil in the myometrium'), dysfunctional uterine bleeding ('dysfunctional uterine bleeding') and device expulsion ('the right fallopian tube was noted to be open and the essure was noted to be in the myometrium/ essure coil in the myometrium') in an adult female patient who had essure (batch no. 852003) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multi gravida, parity 4 and herpes simplex. Concurrent conditions included dysfunctional uterine bleeding, dysmenorrhea, uterine fibroids, gallbladder removal, ovarian cyst and stress urinary incontinence. Concomitant products included ibuprofen (motrin). On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), dysfunctional uterine bleeding (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), genital haemorrhage ("bleeding"), dyspareunia ("dyspareunia"), headache ("chronic headaches"), fatigue ("chronic fatigue") and dysmenorrhoea ("dysmenorrhea"). The patient was treated with surgery (thermochoice ablation and total laparoscopic hysterectomy and cystoscopy). Essure was removed on (B)(6) 2013. At the time of the report, the uterine perforation, embedded device, dysfunctional uterine bleeding, device expulsion, pelvic pain, genital haemorrhage, dyspareunia, headache, fatigue and dysmenorrhoea outcome was unknown. The reporter considered device expulsion, dysfunctional uterine bleeding, dysmenorrhoea, dyspareunia, embedded device, fatigue, genital haemorrhage, headache, pelvic pain and uterine perforation to be related to essure. The reporter commented: discrepancy noted removal date : 07oct2013, 30jan2012, 27oct2011. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2011: the left essure device is appropriately positioned and occlusion on the left is satisfactory. FDA device problem code: 4003 /imdrf code:a010402 . FDA device problem code: 2933 / imdrf code a010401. Lot number: 852003, manufacturing date:2011-04, & expiration date:2014-04. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 30-jul-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration/perforation right essure was noted to poke out the uterus'), embedded device ('the right fallopian tube was noted to be open and the essure was noted to be in the myometrium/ essure coil in the myometrium'), dysfunctional uterine bleeding ('dysfunctional uterine bleeding') and device expulsion ('the right fallopian tube was noted to be open and the essure was noted to be in the myometrium/ essure coil in the myometrium') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multi gravida, parity 4 and herpes simplex. Concurrent conditions included dysfunctional uterine bleeding, dysmenorrhea, uterine fibroids, gallbladder removal, ovarian cyst and stress urinary incontinence. Concomitant products included ibuprofen (motrin). On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), dysfunctional uterine bleeding (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), genital haemorrhage ("bleeding"), dyspareunia ("dyspareunia"), headache ("chronic headaches"), fatigue ("chronic fatigue") and dysmenorrhoea ("dysmenorrhea"). The patient was treated with surgery (thermochoice ablation and total laparoscopic hysterectomy and cystoscopy.). Essure was removed on (B)(6) 2013. At the time of the report, the uterine perforation, embedded device, dysfunctional uterine bleeding, device expulsion, pelvic pain, genital haemorrhage, dyspareunia, headache, fatigue and dysmenorrhoea outcome was unknown. The reporter considered device expulsion, dysfunctional uterine bleeding, dysmenorrhoea, dyspareunia, embedded device, fatigue, genital haemorrhage, headache, pelvic pain and uterine perforation to be related to essure. The reporter commented: discrepancy noted removal date : (B)(6) 2013, (B)(6) 2012. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: the left essure device is appropriately positioned and occlusion on the left is satisfactory. FDA device problem code: 4003 /imdrf code:a010402. FDA device problem code: 2933 / imdrf code a010401. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-feb-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.